Manufacturer narrative:
Added manufacturer date and approximate age of device.

Manufacturer narrative:
Customer reported the spo2 was reading but no spo2 cable was attached. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The main pcb was defective and was replaced. The device was not returned to the customer as they were provided with an exchanged unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Customer reported the spo2 was reading but no spo2 cable was attached.